Event description:
It was reported that when the patient turned her device on it would shut off. The patient was to have an unspecified surgery. Additional information was requested.

Manufacturer narrative:
(B)(4).